Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated that the red light on the remote home monitoring system was lit. Patient services noted that the patient's phone line was not connected. The patient stated that the phone company had recently performed work on the phone line. The patient also noted that she would be moving in two weeks and would prefer to not troubleshoot the issue at this time and set up the remote home monitor in her new home. Patient services referred the patient to their clinic for an interrogation. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.